Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a hemorrhoidectomy procedure, the blade was broken off when the device was removed from the patient's body. As the broken piece fell outside the patient, no pieces were left inside the patient. The doctor commented that the blade had not touched a forceps or any other instruments. Another device was used to complete the procedure. There were no adverse consequences for the patient